Event description:
The surgeon reported that on 06/19/1998, he performed an enucleation procedure using preformed ocu-guard supple as the orbital implant wrap to treat the pt for a blind, painful eye. On 07/18/1998, the pt presented with exposure of the ocu-guard. The same day, the surgeon reclosed tenon's capsule and conjunctiva over the hydroxyapetite orbital implant. He did not remove the ocu-guard wrapped orbital implant. He does not know if the ocu-guard contributed to the pt's complication. The surgeon then implanted a vaulted conformer prosthesis so the implant would not rub.